Manufacturer narrative:
Investigation: customer utilized syringe when applying venous sample on unit. Using syringe when applying venous sample on unit may lyse red blood cells and may lead to incorrect interpretation of inratio results. Data provided were not valid for comparison test. Be advised to apply fingerstick sample on unit. In-house therapeutic donor testing has been performed on reported lot 296416 on (B)(4) 2013. Results as follows: donor: (B)(4), inratio: 2.2, 2.2, 2.2, reference: 2.43, bias threshold: 1.43 - 3.43, %cv: 0. Donor: (B)(4), inratio: 2.4, 2.0, 2.3, reference: 2.57, bias threshold: 1.57 - 3.57, %cv: 9.32. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Conclusion: improper procedural issue was identified in the complaint. Data provided are not valid for comparison test. This could not be ruled out as a cause of the unexpected results. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. As reviewed on (B)(4) 2013, (B)(4) discrepant result complaints were reported for lot #296416, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action; no further action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant inratio inr results and reference point of care (poc) results. Results are as follows: date: (B)(6) 2013, inratio inr: 4.6. And 1.8, poc inr: 2.1. The time between testing was minutes and venous blood was applied to the test strip from a syringe. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.